Manufacturer narrative:
Date of event: the exact date of event is unknown. The best estimate is between (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from a patient's left eye due to corneal edema, vitreous prolapse and displacement of the lens. The incision was enlarged, vitrectomy was performed, and sutures were required. The date the symptoms first were noted is unknown. The patient was reported to be fine. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted, that in the initial emdr report, 'other' was inadvertently selected for the section 'g1-2, contact office manufacturing site'. Which is incorrect, as that field should have been left empty. It was also noted, that section 'e1, establishment name' was inadvertently not populated in the initial emdr report. Therefore, the information has been captured in this supplemental emdr report. The following field was updated accordingly: section e1: establishment name: (B)(6) additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: feb 4, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the sample was received at the manufacturing site for evaluation. Visual inspection under magnification revealed, fibers on the lens. However this can be attributed to receiving the lens wrapped in gauze. And therefore, cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.